Event description:
On (B)(6) 2011, the physician reported that the pt acquired a stage iii pressure ulcer to the right buttocks and a stage iii pressure ulcer to the right scrotum after being placed on the rotoprone bed.

Manufacturer narrative:
On (B)(4) 2011, the bed met quality control specifications prior to pt placement on (B)(6) 2011. After placement was discontinued, the bed met quality control specifications on (B)(4) 2011. Product labeling in print and on line states: "monitor skin conditions regularly, particularly in areas where incontinence and drainage occur or collect, and consider adjunct or alternative therapies for high acuity pts. Early intervention may be essential to preventing serious skin breakdown."